Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during post-implant balloon aortic valvuloplasty (bav), the valve dislodged up and was positioned too high. Subsequently, a second valve was successfully implanted in a deeper position. No additional adverse patient effects were reported.